Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, upon using the device, the protective insulation on the tip came off. The device was removed from the patient's cavity. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.